Event description:
Zero tip nitinol stone retrieval basket broke during kidney stone retrieval. The basket extraction device was used to remove renal stones in pieces through a ureteral access sheath. During the procedure, the basket seemed to get stuck on the end of the sheath and broke. The broken piece of basket could not be visualized due to the amount of stone debris within the renal pelvis. The pt did not sustain any harm.